Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine, it was reported that the home patient (hp) could not connect the patient line of an integrated automated peritoneal dialysis set to their catheter. The technical service representative (tsr) assisted the hp in ending therapy. During follow up with the peritoneal dialysis registered nurse (pdrn), it was reported that the hp had come in for a catheter replacement and one of the personnel forgot to attach a new transfer set to the catheter prior to the hp being set home. The hp was trying to connect to the patient line without the transfer set. The hp came in to the clinic the day after the event and a transfer set was attached. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions on how to connect for therapy and states to connect the transfer set to the patient line. It does not instruct the user to connect the patient line directly to the catheter. The guide also describes that the transfer set is supposed to be connected between the patient line and the catheter. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.